Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial#: (B)(4), description: precision implantable pulse generator (ipg). Model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot#: 14560665, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were fractured. It was noted that the patient had inadequate foot coverage. The patient underwent an explant procedure. No device malfunction was suspected.